Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 35 mm watchman flx laa closure device with delivery system (wds). Placement of a 31 mm closure device was attempted but release criteria was not met and this closure device was removed from the patient. A 35 mm closure device was attempted with two partial recaptures before deployment. During a review of release criteria, transesophageal echocardiogram revealed a thrombus near the closure device. The closure device was implanted and when the core wire of the wds was withdrawn from the patient under suction the thrombus was captured and removed. No patient complications were reported.